Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The olympus service center found the device passed all functional testing. It was recommended to replace the main board, manifold unit, electropneumatic proportional valve and the first regulator unit to prevent intermittent problem. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the event could not be determined at this time as the event was not replicated and passed all functional testing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, there was an intermittent issue with the high flow insufflation unit during a procedure. The device was unable to maintain pressure at the desired levels. The intended procedure was completed; however, it is unknown if the same device was used to complete the procedure. No reported patient harm. The issue had occurred multiple times. On two (2) additional occasions during procedures, the unit could not achieve the requested pressure quickly. The flow was set to ten (10) and the unit did eight (8). Requested pressure of fifteen (15) and the device fluctuated between eight (8) and eleven (11) over a couple of minutes (eleven (11) brief max). The unit was unable to keep pressure when using smoke evacuation. The biomedical engineer could not replicate the issue during testing. The biomedical engineer witnessed users having an issue a week later with no smoke evacuation involved. The unit was fine when restarted for testing. Only the same device ever caused issues. The facility had been using an older device on the same tower since without any issues. This complaint is related to patient identifiers (b)(64).

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.